Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger in the bd luer-lok¿ syringe with bd eclipse¿ detachable needle was broken. The following information was provided by the initial reporter: "broken plunger"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-01-13. H6: investigation summary: one photo and one sample were received by our quality team for evaluation. From the photo and sample, the plunger was observed to be cracked at the diameter c area. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. The probable root cause could be due to the plunger falling from a high height from the chute bin when transferring from the molding to the assembly area. An extra chute bin was installed to cushion part drop before the good part bin after the reported batch was produced. This incident has been added to our database of reported incidents.

Event description:
It was reported that the plunger in the bd luer-lok¿ syringe with bd eclipse¿ detachable needle was broken. The following information was provided by the initial reporter: "broken plunger."